Manufacturer narrative:
Failure analysis found a button error alarm and no button response due to corroded keypad traces. There was no moisture damage found in the insulin pump. The pump was received with a minor scratched display window, a cracked reservoir tube lip, and a cracked reservoir tube. (B)(4).

Event description:
Customer called in stating that she received a button error alarm and was unable to clear the alarm due to a keypad anomaly. The customer stated that she was caught in a rain storm while on her boat, and afterwards her insulin pump stopped responding. The customer's blood glucose level was 133 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin infusion pump would be replaced and agreed to return the product for analysis.